Event description:
It was reported that several bd micro-fine¿ + pen needles were blocked and failed to inject medication during use. The following information was provided by the initial reporter, translated from chinese: "1. A box of 7 needles of 4mm in green packaging was bought at the pharmacy on (B)(6) 2022. On the evening of (B)(6) 2022, two needles were blocked could not be used to inject the liquid. The customer said: the injection pen was replaced because the liquid could not be injected. The new injection pen is a humulin pen. There is no repeated use... 2.the customer also said that within two to three years of using the needles, a box of 7 pieces was blocked many times... The customer also said that he had purchased a box in three different stores. There were 4-5 needles in a box of 28 needles, and there were also blockages. The customer said that because the packaging purchased and used within two or three years had been discarded, the time could not be determined and relevant information could not be provided."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 12-jul-2022. H6: investigation summary: DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples no needle clog fail found on any of the retention samples. 2 used samples were received with box showing lot number 1006881, np end bent.

Event description:
It was reported that several bd micro-fine¿ + pen needles were blocked and failed to inject medication during use. The following information was provided by the initial reporter, translated from chinese: "a box of 7 needles of 4mm in green packaging was bought at the pharmacy on (B)(6) 2022. On the evening of (B)(6) 2022, two needles were blocked could not be used to inject the liquid. The customer said: the injection pen was replaced because the liquid could not be injected. The new injection pen is a humulin pen. There is no repeated use...the customer also said that within two to three years of using the needles, a box of 7 pieces was blocked many times...the customer also said that he had purchased a box in three different stores. There were 4-5 needles in a box of 28 needles, and there were also blockages. The customer said that because the packaging purchased and used within two or three years had been discarded, the time could not be determined and relevant information could not be provided."